Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that  the patient's pump would not give them a shot last night after multiple tries. The call was disconnected and upon calling the patient/caller back, patient stated 'it just worked.' The patient stated that they were two boluses past what they needed and mentioned this pump has not been as good as their old pump, but they just got surgery, and it was what they got. The patient mentioned that 'last time (they called) we cleared everything,' and asked to clear data, although the agent did not see any previous documentation of this. The patient referenced they 'flip the pump around,' and mentioned 'the pump moved around in the little pouch (pocket) inside of me. They had to connect 5-8 times the other day and cleared it, then it jumped to 90% and got their bolus. It was ok for about two weeks. They used it last night and got nothing. In the morning, they charged them, and it was not working at first. The agent assisted the patient representative clearing the data and the rep was able to connect and read an expected 3 hours and 54-minute lockout. The rep mentioned that the patient 'has lost a considerable amount of weight lately and that was when the pump started to move around,' they inquired what they should do about that. The patient mentioned a lack of external device training due to being trained under anesthesia. The patient mentioned 'after 3-4 months of having it in, it (external equipment) has been back logged, I found out its the computer,' in reference to clearing data. They have mentioned issues connecting to the pump to their physician. The agent reviewed connection considerations, and the rep and patient were redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the event was first observed in (B)(6) 2025. A "device issue - battery low" was reported. The reported cause was "just needed to be charged". When asked if the patient's symptoms resolved, the patient reported "not applicable". The pump movement did not resolve. Per the patient, "it still moves in the pouch, but battery issue resolved - it works now".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.